Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) went onsite and confirmed that system startup stopped at countdown 0:00. After reviewing log file fse found that flex vision pc was not running. Upon troubleshooting fse found the pc (flex-pc) that controls the switching of the large monitor was defective. To resolve the issue, fse replaced fru flex-pc hd (without snapshot). After replacing the fru flex-pc hd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had a boot up issue. The device was outside of clinical use at the time of reported event. No harm was reported to philips.